Manufacturer narrative:
Unit received with critical pump error. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test due to critical pump error. Unit successfully downloaded to thump. Confirmed pump error 131 alarm in pump downloaded history on (B)(6) 2025 13:37:04.000. Critical pump error (open book image) alarm confirmed and was triggered by three consecutive pump error 53 fatal alarm confirmed in the history files due to electronic defect. Pump was cut open to perform visual inspection and found moisture damage to the motor assembly. The following were noted during visual inspection: corroded battery tube, corroded motor home switch, scratched case, cracked keypad overlay and pillowing keypad overlay. The sc1 cap /reservoir does lock properly. Critical pump error (open book image) alarm confirmed during analysis due to three consecutive pump error 53 alarms. Pump error 53 alarm due to electronic defect. No pump error 131 noted during analysis, pump error 131 not confirmed. Confirmed moisture damage to motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 131. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer was not able to clear the error and the rewind process. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.